Manufacturer narrative:
This event was initially incorrectly assessed as not reportable. Subsequently, the event was reassessed and determined to be reportable. Thus, the reason for the late submission. A service engineer (se) evaluated the device at the customer site. The se was unable to replicate the reported issue and the device successfully passed all testing.

Event description:
The device user (du) reported that there was low arterial pressure after the device was in liver on board (lob) mode. The hepatic artery pinch valve (pvha) was reading as 100 percent closed but was not occluding the tubing. Initial troubleshooting did not resolve the issue. The du was suggested further troubleshooting steps and afterwards the pinch valve was working accurately with a normal arterial pressure.